Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/22/2016: the device was returned to animas and evaluated by product analysis on 06/28/2016 with the following results: testing was unable to duplicate ¿ant¿ complaint. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ icon or any alarms occurred during the investigation. Cgm history shows ¿no antenna¿ warning on (B)(6) 2016. ¿ant¿ warning is defined as pump/transmitter communication interruption. Test transmitter was paired with the pump correctly. Bg calibration of1 20 mg/dl was accepted in both attempts within 2hr. -the pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the antenna symbol was present on the screen continuously for more than 3 hours (cgm dex 007). This issue occurred with 2 or more consecutive transmitters. There was no mention of an adverse event. This complaint is being reported against because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.